Event description:
It was reported that the device was explanted due to battery voltage below eri (elective replacement indicators) one day after implant. Dissatisfaction was indicated. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.